Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign matter on the objective lens and plastic distal end cover. There was no patient involved. This report is linked to the patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material of c cover/ objective lens" was caused by the foreign material. Additionally, when the residual content of the tap water was analyzed, silicic acid and calcium carbonate were detected, that it may have come from humans, bacteria, or protein-based drugs used in the surrounding area. The event can be detected/prevented by following the instructions for use which state: inspection method is described in the operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-190 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.